Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reports their remote was draining constantly and was turning off their stimulation itself. Pt states they started to have pain and would check their remote and was showing the ins off. Pt states they weren't even turning anything off. Pt states the last time they took out battery to reset the battery wouldn't come out and ever since that had a problem. Pt states used to charge every 3 days and now every day. Pt states they changed out paddle as they thought that was the problem however still having the same issue. The caller was redirected to pss sent request to repair. No symptoms or patient complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient (pt) called back and mentioned that "most of the time the recharger antenna was plugged in, the controller did not acknowledge the recharger antenna" being plugged in. Pt said they also got a "replace controller batteries" message on their controller when charging the ins. Pt said when they were charging the ins, the controller would sometimes display "recharging" but would not say "excellent or good." Pt said they would unplug the recharger antenna and the controller would still remain on the batteries screen and say "recharging" but would not recognize the recharger antenna was unplugged. During the call, the pt inspected the recharger antenna cord and plug, the controller port and battery pins, and the li battery pack contacts, but no damage was detected. Pt said th e issues they were experiencing were "continuing issues from the last time they called in." Pt shook their controller and the controller rattled on the inside. A replacement controller and battery pack were sent out. MDR decision corrected to not reportable. No additional supplemental reports are required unless additional information received indicates a reportable event.